Manufacturer narrative:
Per data log review, on (B)(6) 2021 the abd module started reporting intermittent '8 volts direct current (vdc) power supply' events. This would cause unexpected alerts when the air detection was turned off. There were also several times when air detection was turned on and the air detected alarm occurred immediately. The log confirms the complaint. The field service representative (fsr) could not replicate the reported issue. The fsr replaced the abd sensor. Verification/release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the abd sensor to perform as it should. It was ran over a two hour period with no observation of alarming or inability to be reset. The abd sensor met specification.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) sensor kept alarming and could not be reset. It was continued to be used during the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the abd on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. The team set up the system without issue. The abd during the procedure would periodically alarm that there was air detected when there was no air in the line. The unit was not exchanged out and the case proceeded without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.